Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy in the hemotology/oncology care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation found the device to deliver within specification in relation to the reported symptom, 'delivered lower volume than programmed' which was not reproduced through flow rate testing. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. Corrected information: treatment date: (B)(6) 2016.